Event description:
The customer reported via phone call that they went to the emergency room with the flu and pneumonia. The customer's blood pressure dropped and had a blood glucose level of 157 mg/dl. The customer had a breathing treatment. The customer's hospitalization was not diabetes related. When the customer woke up their blood glucose level was 585 mg/dl. The paramedics were called twice but the customer was not taken to the hospital. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.